Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to the faulty controller board. A field service engineer resolved the issue by replacing the controller board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a drawer failure and was unable to recover it, which hindered users from accessing the medication this incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.